Event description:
The customer reported that while therapy was being initiated on a patient, the unit would not power-up. The patient expired before a replacement unit could be obtained. The customer does not attribute the patient's death to the unit.